Event description:
It was reported by service report that the litter would not lower at the head end of the bed. The bed was in the high height. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.